Event description:
The pt was implanted with herniamesh t-sling on (B)(6) 2011. Later the pt experienced stress urinary incontinence and dysuria. A competitor's product (pubovaginal sling) was placed on (B)(6) 2013.